Manufacturer narrative:
(B)(4)

Event description:
A customer complained that they received a questionable high inr result on a coaguchek xs meter with serial (B)(4). (B)(6). Different fingers were used for each meter test. The customer considers both the 2.8 inr and 2.4 inr results to be correct. The customer did not report these results to her doctor. The customer's therapeutic range is 2.0 - 3.0 inr. The customer stated that the meter had not been cleaned before. The customer noticed a few gray smudges on the meter's strip guide. The customer washed their hands before performing the fingerstick and were allowed to dry. The blood sample was applied to the strip within 15 seconds. The customer has no hematocrit concerns, no antiphospholipid antibodies, on no new medications, and no additional illnesses. The customer had eaten red cabbage prior to testing. The customer did state that her warfarin dose had been decreased, but it was later stated that the meter results did not lead to a change in dosage. The customer's current condition is she feels fine. The meter and test strips were requested for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet specifications. The investigation noted that since the customer had admitted to eating red cabbage prior to testing, which contains vitamin k, the inr values could possibly be affected. Relevant retention test strips (lot 250322-21) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause for this event.